Event description:
Related manufacturer report number: 2017865-2024-22287. It was reported that the pacing-dependent patient presented for in-clinic follow up. An interrogation of the device revealed over-sensed noise exhibited by the right atrial (ra) and right ventricular (rv) leads. Noise was reproduced with isometric movements. The patient was scheduled for extraction and both leads were explanted and replaced. The patient was stable.